Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the fraying can be attributed to use error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/12/2024 it was reported by a sales representative via phone that an ar-3636h self bunching 1.8 knotless hip fibertak soft anchor had an issue during a hip arthroscopy procedure on (B)(6) 2024. When the surgeon was using the device, the sutures ripped. Upon insertion, the inner white thread of the suture stayed intact, but the blue part of the suture frayed and ripped. The sutures were cut and removed, and the anchor remained inside the patient. Nothing broke inside the patient. The case was completed successfully using another ar-3636h self bunching 1.8 knotless hip fibertak soft anchor with the same lot number and inserting it in a new spot with no harm to the patient. A slight case delay of under 15 minutes was reported, and no additional anesthesia was administered. The complaint device was discarded, and no pictures were taken. This occurred during use with no reported patient harm.